Event description:
Clips breaking when loading on davinci robot.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900620 was manufactured on 01/18/2019 a total of (B)(4) pieces. Lot was released on 02/07/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge was returned with 2 clip halves returned in different slots in the cartridge. One half was a pierced boss half that was broken in half at the hinge. The other was a hook half that had a staggered break at the hinge (inner hinge broken on the hook side, outer hinge broken in half). The cartridge had multiple fingers that were damaged. The damages observed to the clips and cartridge are indicative of improper loading technique or that damaged or misaligned appliers were used on the clips. The applier was not returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with 2 clip halves in different slots in the cartridge. One half was a pierced boss half that was broken in half at the hinge. The other was a hook half that had a staggered break at the hinge (inner hinge broken on the hook side, outer hinge broken in half). The cartridge had multiple fingers that were damaged. The damages observed to the clips and cartridge are indicative of improper loading technique or that damaged or misaligned appliers were used on the clips. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn#: (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Clips breaking when loading on davinci robot.